Event description:
Patient reported "right side deflation¿. Healthcare professional confirmed the event. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on dec 02, 2020 with lot number 2268721. Visual analysis of the returned device identified: crease fold, wear abrasion and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "right side deflation¿. Healthcare professional confirmed the event. Device has been explanted.